Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken catheter tubing is confirmed and was determined to be due to material fatigue. One 5 fr d/l powerpicc was returned for evaluation. The catheter was examined, and during an initial visual inspection a split was observed at the proximal end of the extension tubing of the red lumen. A microscopic observation revealed the purple extension tubing to be split, while the other section of extension tubing was clearly visible inside the red lumen. The split exhibited a granular fracture surface with ¿c¿ shaped impressions visible on the outer edges of the tubing. These characteristics are typical of material fatigue of the tubing. The returned catheter was observed to have a split at the proximal end of the extension tubing where the red lumen meets with the tubing; therefore, the complaint of broken catheter tubing is confirmed. The device exhibited signs of material fatigue due to repetitive mechanical stress, which may be caused by securement techniques, access, or maintenance techniques.

Event description:
It was reported by the customer "red hub on 5f dual lumen powerpicc broke. " no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "red hub on 5f dual lumen powerpicc broke. " no other information was provided.